Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: impactor device, adaptor device ((B)(6) 2021). The catalog number, lot/serial number is unknown. Device manufacture date: the device manufacture date is unavailable. UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure the surgeon observed that while impacting the cup, the cup adaptor would not lock onto the impactor device locking collet. It was reported that the cup adaptor then was stuck on the cup impactor even in the locked position. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.